Event description:
It was reported that this pacemaker was exhibiting loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) was consulted and confirmed loss of capture (loc) present. Ts noted right ventricular automatic threshold (rvat) test recording successful threshold and low evoke response. Rv dislodgement is suspected. The device remains in service. No adverse patient effects were reported.